Manufacturer narrative:
Calibration data was within expectations and controls were within range on the day of the event. Upon review of the alarm trace, sample clot and sample short alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys vitamin d total gen. 2 assay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a vitamin d result of 250 nmol/l, which repeated as 65.27 nmol/l. The vitamin d reagent lot number was 503178. The reagent expiration date was requested, but not provided.